Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient reported a skin irritation under the lifevest. The patient's doctor prescribed cortisone cream to be applied to area. Follow up with the patient was completed and the patient reported the skin irritation had improved.